Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.

Event description:
It was reported that the display is blank. Customer is unable to troubleshoot. No known impact or consequence to pt.